Event description:
It was reported that the coil was detached in an unintended location within the patient. A direxion microcatheter and a zipwire were advanced to gain access to the gonadal vein, once the catheter was placed down the vessel and the vessel started to spasm. Due to the spasm, coiling was difficult; however, two 5x8 interlock 18 coils were placed distally without any issue. The direxion microcatheter was then pulled back in the vessel a few millimeters and a 10x50 interlock coil was placed without issue. A second 10x50 interlock coil was attempted to be deployed, the coil was partially deployed when the direxion catheter started to prolapse and access was lost to the vessel. The physician then recaptured the 10x50 interlock coil and the direxion catheter was removed. A 5f non-bsc sheath remained in the renal vein. It was then observed that the 10x50 interlock coil was pushed in the renal vein and was not fully recaptured. The physician exchanged the 5f sheath for a 6f and a snare was used to successfully remove the 10x50 interlock coil. There was no patient complications reported.